Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was loss of pain relief. The outcome was resolved without sequelae. Interventions included reprogramming and explanting and replacing the device. The event resulted in an unscheduled clinic or office visit. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as not due to programming. Relevant medical history included: spinal pain, complex reg pain syndrome type ii